Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The system board was replaced to resolve the issue. Additionally, a crack was confirmed on the front enclosure and was replaced. The pollen filter, motor blower assembly, stirring fan foam, 43 micron filter were replaced to prevent failure. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacture previously reported that a ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The system board was replaced to resolve the issue. Additionally, a crack was confirmed on the front enclosure and was replaced. The pollen filter, motor blower assembly, stirring fan foam, 43 micron filter were replaced to prevent failure. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. The replaced system board was sent to the product investigation lab (pil) for further investigation. Tech visually inspected the suspect system board and found no evidence of damage or defect. The suspect system board received from service for a ventilator inoperative error code was installed into trilogy test unit, where it operated without issue or error codes for approximately 2 hours and 45 minutes. Further bench testing showed that the critical voltage points of the system board measured within spec. Tech has determined that the system board functions as designed and operates as intended.